Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for pneumothorax. Chest x-ray revealed dislodgement and the rv lead in the right atrium. During pre-op device check, no capture or sensing was noted. The lead was repositioned. Rv diagnostics were stable. The patient was stable post-procedure and will continue to be monitored.